Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The more than 95% severe stenosed target lesion was located in the middle of the left anterior descending artery. A 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were lifted up. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.50x28mm mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the distal region lifted and pulled proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The more than 95% severe stenosed target lesion was located in the middle of the left anterior descending artery. A 3.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. It was noted that the stent struts were lifted up. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.